Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced three infusion set cannula bent events. The event occured within 3 or more hours of insertion. The infusion set had been used for 48 hours. The insertion site was at the abdomen. The blood glucose level was 425 mg/dl at the time of event. The patient replaced the infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-05282 - device 1 of 3.